Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specifications and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected weak battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an off no power alarm, weak battery alarm and the drive support cap was loosened. The customer¿s blood glucose level was 268 mg/dl. Customer states they did not receive a low battery alert prior to the off no power alert. Troubleshooting was performed for weak battery and customer stated that the insulin pump alarm after battery changed. The insulin pump will be returned for analysis.